Event description:
Burn, 2nd to 3rd degree [burns third degree]. Burn, 2nd to 3rd degree [burns second degree]. Discomfort [discomfort]. Weeping [wound secretion]. Raw flesh [open wound]. Formation of blisters [blister]. Case description: info was received from a pharmacist via a regulatory authority concerning a (B)(6) female consumer in (B)(6) who used a thermacare lower back and hip (8hr) heatwrap transdermally for back pain. During (B)(6)2007, the pt applied a heatwrap for 6 hours. She then experienced 2nd to 3rd degree burns (burns second degree/second degree burns) (burns third degree/third degree burns) on the lower back, which were the size of the wrap. Blisters (blister/blisters) also formed. The wounds were weeping (wound secretion/wound weeping) until the flesh was raw (open wound/open wound). The pt was treated with pain killers and ointment dressings for 5 months by a physician. Surgical intervention such as debridement was not required and the pharmacist did not expect the pt to experience long term sequelae such as scarring. It was noted that after 5 months of discomfort (discomfort/discomfort) the pt recovered. Medical history included lung embolism, diabetes, poor circulation and rheumatoid arthritis. No other info was provided.